Event description:
It was reported that the user experienced prolonged low blood glucose, with readings as low as 49 mg/dl by sensor and 40 mg/dl by fingerstick, after initial hypoglycemia treated with approximately 22 grams of juice and a subsequent 22 grams of juice; the user paused the ilet to stop insulin delivery during sleep and was advised that the system does not dose when glucose is low. Symptoms included shakiness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without emergency care or hospitalization. Investigation included case review and user troubleshooting and education addressing low glucose alerts and hypoglycemia management. Investigation of this case revealed no device leak or external supply issue and no change in medications or activity that would explain the event, with device behavior consistent with suspending insulin during low glucose; a definitive root cause could not be identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.